Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the minicap transfer set was not returned for evaluation and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the twist clamp of the transfer set. The event occurred during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.